Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead dislodgement via x-ray, low sensing and high capture threshold were observed. During lead revision, the helix of the lead could not be extended. The lead was explanted and replaced.